Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that difficult was experienced interrogating this pacemaker. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.